Event description:
It was reported that after pre-dilating the lesion in the right coronary artery (rca) and stenting with the 3.0 x 15 mm xience v, during final angiography, a dissection at the distal edge of the stent was noted. A 2.75 x 28 mm xience v stent was used for treatment of the dissection. No additional event or pt info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatment appears to be related to the operational context of the procedure.